Event description:
The facility's nurse mgr reported an incident where the ball valve did not release (move up) during pt use. The set was used for a persantine infusion during thallium stress tests and stress echo. The set was used in a conjunction with a flogard 6200. The persantine was being infused at either rate of 625ml over four minutes or 999ml (amount of time infused unknown). Reportedly, the medication was not getting through the buretrol. The pt "passed-out" during a stress test. The pt was treated with aminophylline 250mg IV and atropine 0.5mg IV. The pt fully recovered. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding pt's demographics, diagnosis and medical history, pt's status, time the infusion was started, any alarms occurring, test completion, and set up of the infusion.